Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient, that they 'had something go wrong one other time' with their implantable pulse generator (ipg). The device remains in use. No patient complications have been reported as a result of this event.